Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt experienced a red heart alarm any time a specific area on the external portion of the driveline was touched while connected to the power module. The system operated normally while on battery power. A percutaneous lead repair was successfully performed by the manufacturer's technical services team.

Manufacturer narrative:
The pump is still in use supporting the pt; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer's investigation is completed.